Event description:
It was reported that the right ventricular lead had t-wave oversensing. It was also noted that the lead's r-waves were varied. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered for lead failure predictor on (B)(4) 2011. There was oversensing note with 15 ventricular non-sustained tachycardia episodes less than or equal to 210 ms between (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.